Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock due to oversensing of myopotential noise. Technical services (ts) was consulted and discussed stored data as well as troubleshooting options. Ts recommended further in clinic examination. The sensing vector was reprogrammed and the patient will continue to be monitored. This device remains in service. No additional adverse patient effects were reported.